Event description:
It was reported that the wake button was delayed in responding to touch. The customer addressed their elevated bg with a manual injection of insulin. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.